Event description:
The pt's iliacs were predilated. During withdrawal of the delivery catheter, the front stop caught on cage in iliac, moving it 9 millimeters out of position. A cuff was placed and inadvertently moved by the operator. Patients was left with a type I endoleak that will be monitored.